Event description:
It was reported that during a laparoscopic nissen fundoplication procedure the device delivered a knot that later came undone. The case was completed with a like device. There was no patient consequence.